Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high and low blood glucose level. Customer¿s blood glucose level was 48 mg/dl at the time of incident. The current blood glucose level is 439 mg/dl. Customer treated with food for low blood glucose. Troubleshooting was declined for high and low blood glucose. The product will not return for the analysis.